Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® low profile one-piece abutment 3.4mm(d) x 4mm(h) (item # ilpc344u) was returned for investigation. Visual inspection of the as returned product identified a bottom portion of the fractured screw stuck in the abutment head. The top portion of the screw was missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 29 and was used for approximately 1 year. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018020680). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018020680) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (ilpc344u). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported an abutment (ilpc344u) fracture. Tooth location 29.